Event description:
Additional information was received that the device was believed to have premature battery depletion.

Manufacturer narrative:
The reported events of premature battery depletion, no lv output, and failure to interrogate were confirmed. Device was received having reached end of service (eos). Device was unable to establish telemetry connections due to battery reaching end of service (eos). A longevity calculation was performed and found battery depletion was premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented to clinic with dizziness. The pacemaker failed to pace and could not be interrogated by wand. The device was explanted and successfully replaced. The patient was stable.